Event description:
It was reported to philips that the system's footswitch cable was damaged, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The customer reported they were continuing to use the wired footswitch, as the issue did not affect system function. A philips remote service engineer connected remotely and confirmed the reported issue. A new wired footswitch was supplied to the customer. The wired footswitch was returned for further analysis. Functional testing was performed, and no functional issues were identified. However, analysis confirmed that the outer layer of the cable was damaged. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The damage to the outer layer of the cable did not impact system function, and the customer was able to continue using the footswitch. A scenario where the footswitch function is not lost and the footswitch can be used to continue the clinical procedure is not likely to cause death or serious injury should it recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.